Manufacturer narrative:
A ge representative evaluated the system and determined that the firmware on th motherboard is corrupted, but no conclusion can be drawn as further repair info is not available.

Event description:
The fse reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.